Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device marking was rubbing off. The customer indicated that the patient had a high risk for trauma or extubation and device mismanagement. The customer indicated that the incident device has been discarded.